Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously elevated thyroglobulin antibody (thgabll) results for three (3) patient samples on their unicel dxi 800 access immunoassay system. The erroneously elevated thgabll patient sample results were reported outside of the laboratory. The results were questioned by the ordering physician. There was no report of impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges prior to the event. The customer repeated the thgabll assay for the three (3) patient samples and obtained lower results which were within the laboratory's reference range. The customer only provided approximate results for on (1) of the patients.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a diagnostic system check which passed all instrument specifications. A precision run was performed which yielded results within specifications. No hardware components were replaced. A definitive root cause has not been determined for this event. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.